Manufacturer narrative:
I-sens asked for retrieving a complaint device since this event was reported. Later, the complaint meter and 10t of specified lot were returned, and I-sens analyzed the caused of inaccurate reading. As a result of control solution test, all the results were within standard range and the cv% was below 5% which met the standard of I-sens as well confirming that there was no particular matter found when the meter was disassembled. Thus, it is believed that the complaint meter should have been functioned properly.

Manufacturer narrative:
I-sens has been asking for retrieving a complaint device since this event was reported.

Event description:
We received an email report from (B)(6) from this facility stating, "glucometer malfunctioning, reading too high, may need to be calibrated." The reporter did call back about a week ago they had a call where there was a diabetic emergency and our meter read somewhere in the 200's but he does not know for sure because he was not there. Then, they used a different brand meter and received a reading in the 50's and a third meter and that was in 40-50mg/dl range also. They tested this meter with someone at the station with this meter and received the same results. Caller does not know about how test was performed, cleaning or specifics as far as what was done. They have never performed control tests on any of their meters, so I am sending some. He just said the person was taken to the hospital. Person reporting works in central supply, is on vacation, and does not know the specifics of the incident and is not able to get other information.